Manufacturer narrative:
Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the 3d spin failed due to gantry controller error. The mobile view station (mvs) computer had the "blue screen of death." Parts that were used to fix the issues included the image acquisition system (ias) computer and the mvs computer. Parts that were replaced included two gantry m/c, the mvs computer, the umbilical cable, the system board, the motion interface, and the ethernet switch. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that after an image of the spine was taken, there was a green bar on the mobile view station (mvs) like the images were being sent over but they never showed up. The doctor decided to proceed without the use of the imaging system. Troubleshooting involved restarting the mvs and when the mvs came back on, there was a blue window screen error message. The representative was asked to reboot the mvs again. There was no impact to the patient outcome and less than an hour delay due to the reported issue.

Manufacturer narrative:
Additional information: device evaluation. The computer server and system control plate were returned for analysis. Upon analysis, the computer server would not boot up and was found to have a corrupt operating system. The system control plate was found to be fully operational and functioned as intended.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
UDI 00643169639683 was added. The mobile viewing station (mvs) cable was returned to the manufacturer for analysis. Analysis found that the cable passed all analysis testing, there was no fault found with the cable. The hardware investigation found that the reported event was unable to be duplicated or confirmed with this component.

Manufacturer narrative:
Additional information: the surgeon opted to complete the procedure without the use of the imaging system. It was reported that the site placed the screws with a c-arm. The gantry motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The gantry control box was returned to the manufacturer for analysis. Analysis found that the gantry control box was installed in a test system and operations were verified. The system booted and readied. Motion was calibrated and functional. Gain calibrations were performed and passed. Both 2d and 3d imaging were successful. No problem found. If information is provided in the future, a supplemental report will be issued.